Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/01/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional concomitant medical products: carto 3 system, catalog # m480001, (B)(4); unspecified pentaray catheter; unspecified soundstar catheter. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered death. During the procedure, the patient went into ventricular fibrillation cardiac arrest. Interventions included cardiopulmonary resuscitation (CPR), lidocaine, magnesium, multiple defibrillation attempts, and amiodarone boluses. Cardiac death was confirmed via ultrasound which revealed no cardiac movement. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related.

Manufacturer narrative:
It was reported that a female patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered death. During the procedure, the patient went into ventricular fibrillation cardiac arrest. Interventions included cardiopulmonary resuscitation (CPR), lidocaine, magnesium, multiple defibrillation attempts, and amiodarone boluses. Cardiac death was confirmed via ultrasound which revealed no cardiac movement. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. Product evaluation: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).